Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 01/20/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was also experiencing discomfort prior to revision. Upon revision osteolysis was noted behind the acetabular cup. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 02/04/2016.

Manufacturer narrative:
Clinical report states that patient was revised to address poly wear. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or review of device history records was not possible as the necessary product/lot code combination was not provided. X-rays were reviewed. It is not unreasonable to identify poly-wear after 19 years implantation. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Clinical report states that patient was revised to address poly wear.